Event description:
It was reported that the patient presented remotely. Upon review, the insertable cardiac monitor (icm) showed false pause and bradycardia episode as a result of undersensing. No intervention was performed.